Event description:
Having placed the ventilator on the infant, it ran for about 1 hr, then alarmed low pressure, failed to cycle, the rate displayed 31 bpm, there with no pressure being generated as displayed on the pressure gauge. The staff checked for leaks in the circuit and could not find any. The infant had no problems as a result of this event. The service dept inspected the ventilator and found that after turning the ventilator on it would cycle for 2 to 3 breaths the CT would decrease and the pressure would also decrease by the fourth breath. The breath rate indicator displayed 31 bpm. In the CPAP mode the pressure would fall during inspiration and rise to the peep level during exhalation.